Event description:
Healthcare professional(hcp) reports a blood leak noted in the dialysate compartment during patient treatment. New disposables used to continue treatment without incident. Dialyzer reused 1 time prior to this report. Hcp reports no pt injury or need for medical intervention.